Manufacturer narrative:
The system was examined and the reported event was replicated. The power supply thermistor was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 12 months did not show any previous complaints of this kind against the system. The system was manufactured on january 27, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power supply thermistor. However, how or when the component became nonconforming cannot be determined the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the equipment was shutting down on its own during a procedure. The procedure was completed using manual technique. There was no harm to the patient.